Manufacturer narrative:
Purge pressure high: no logs available. The cause of high purge pressure cannot be determined since no product and no logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Patient profile: 69-year-old male with a history of hypertension, type 2 diabetes mellitus, coronary artery disease; coronary artery bypass grafting (1995); pci to saphenous vein graft to lcx (2015); pci to distal rca (B)(6) 2025); prior bioprosthetic mitral valve replacement; atrial fibrillation; cryo-balloon ablation (2017). Presented with recurrent atrial fibrillation and dyspnea. Event summary the patient was admitted and underwent replacement of a bioprosthetic mitral valve, repair of the internal mammary artery, surgical maze procedure, and sternal plating. The intra-operative course was complicated by pulmonary edema, hypoxia, and hypotension. He developed post-cardiotomy cardiogenic shock with right ventricular shock and, on post-operative day 1, returned to the operating room for impella rp flex implantation for right-sided mechanical circulatory support. On day 3 of impella rp flex support, the patient developed low purge flows. Tissue plasminogen activator (tpa) was administered into the purge, and bivalirudin was increased to a higher therapeutic aptt goal of 70¿90 seconds. Purge flows normalized, and the purge solution was transitioned back to sodium bicarbonate. The patient¿s hemodynamics continued to improve, and he was successfully weaned off impella rp flex after 199.97 hours of support. The patient remained hemodynamically stable following explant. Detailed event chronology index cardiac surgery (hospital day 0) procedures: bioprosthetic mitral valve replacement (redo) internal mammary artery repair surgical maze procedure sternal plating intra-operative complications: pulmonary edema, hypoxia, hypotension. Post-operative day 1 ¿ rv shock and rp flex implant clinical decline consistent with post-cardiotomy cardiogenic shock with right ventricular failure. Returned to or for impella rp flex implantation for right-sided mechanical circulatory support. Day 3 of rp flex support ¿ purge issue and anticoagulation adjustment low purge flows developed. Tpa administered into the purge line. Bivalirudin anticoagulation increased to higher therapeutic aptt goal 70¿90 s. Purge flows normalized, purge solution transitioned back to sodium bicarbonate. Subsequent course ¿ recovery and wean continued hemodynamic improvement on rp flex support. Impella rp flex weaned and explanted after 199.97 hours of support. Hemodynamic stability maintained post-explant. Outcome successful explant of impella rp flex after 199.97 hours of support. Patient remained hemodynamically stable following device removal.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that the purge fluid bag was switched to tissue plasminogen activator (tpa) on their own accord. This corrected the problem within 24 hours. The purge was then switched back to d5w 25meq/l of sodium bicarb. Patient recovered and pump was removed by hospital staff.